Event description:
It was reported the physician decided to place the left ventricular (lv) lead into the right ventricular (rv) port. The patient then presented with noise and brief asystole on the rv channel. The physician reprogrammed the sensing to lv tip to rv coil and extended the programmed number of intervals to detect. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.